Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by the ups battery. The battery was replaced. The replaced battery was discarded onsite. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the mobile view station (mvs) uninterruptible power supply (ups) was making a beeping sound. No patient was present during the time of the reported incident.